Event description:
It was reported that the patient had the penile prothesis removed due to unknown reasons. A new 9.5 mm tactra malleable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the previous device was explanted due to infection.